Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The high current drain condition was the result of excess leakage current internal to the tantalum capacitor c1.

Event description:
It was reported that the patient attended yearly follow up clinic. During follow-up it was noted that the pacemaker was at elective replacement indicator (eri) and reprogramming of the pacemaker parameters was not possible. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during follow-up it was noted that the pacemaker was at elective replacement indicator (eri) and reprogramming of the pacemaker parameters was not possible. It was also reported that the device was only implanted since 2007. The patient is scheduled for replacement. No patient complications have been reported as a result of this event.